Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). This occurred at power up of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During functional testing, system error 322 (link switch error (low)) was reproduced. A review of event history log revealed multiple occurrences of system error 322. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be failed lower link switch. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.